Manufacturer narrative:
Returned file is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. No link can be established between breakage issue and information found during dhrs review. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. This report is for the first patient/device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two k-file ready steel files separated; the separated pieces were not retrieved.